Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 6 120x30. The customer states that the trellis device was being used for an upper extremity thrombolysis. Catheter was positioned and the distal balloon ruptured upon inflation. Balloon was not overinflated. It burst while the customer was attempting to reach the radiopaque markers. When the customer observed the distal balloon rupture under fluoroscopy, the customer immediately removed the trellis catheter from the vessel and replaced it with a new trellis catheter.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.